Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure no staples came out after firing. The surgeon claimed that all the staples were still in the reload unit. Changed another one to complete the procedure. As the patient had (B)(6), the sample had been discarded. Device has been discarded. No adverse patient consequences.